Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Event description:
Uneventful implantation in 2002. Echo next day showed good device position. Patient complained of chest pain after which they fainted. Brought to hospital and had sinus tachycardia. Evidence of tamponade. Surgical removal of the device and closure of defect. At time of surgery there was a small tear in the anterior wall of the right atrium.